Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). As biomet france did not receive any information about the involved batch number and as the product has not been returned, biomet france was not able to perform any batch and manufacturing documentation review and product analysis could not be performed. However this event is categorized as a complaint and could be reopened if further information/product is received later.

Event description:
It was reported that the patient had an unstable right shoulder reverse tess and required additional stability (via additional offset). The surgeon asked for a custom humeral insert to perform a revision with the custom humeral insert to increase the joint tension.